Event description:
It was reported that the patient is being considered for a custom knee implant to address unknown post-operative complications following knee arthroplasty. However, no revision procedure has been reported to date. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknow nexgen femoral component catalog #: ni lot #: ni, unknown nexgen articular surface catalog #: ni lot #: ni, unknown nexgen femoral stem catalog #: ni lot #: ni, unknown nexgen tibial stem catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-02936, 0001822565-2022-02937, 0001822565-2022-02939, 0001822565-2022-02940.